Event description:
It was reported that the patient accidentally cut the outer coating of their driveline with scissors. The cut appeared to be above the modular connection but did not go deeper than the outer layer. The driveline was not exchanged. Rescue tape was placed on the driveline cut. Log files were sent for review and there were no unusual events recorded in the log file event history. It was noted that log files did not contain any evidence that the cut in the driveline caused any type of electrical shorting issue. The cut was cosmetic only at this time. The heartmate 3 was operating as intended. Radiology would be obtained.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Section a4: patient weight was requested but not provided. Manufacturer¿s investigation conclusion: the reported damage to the pump cable portion of the patient¿s driveline could not be confirmed as no images were submitted for evaluation. Although a specific cause for the reported damage could not be conclusively determined, it did not appear to contribute to an electrical issue. The controller event log file contained events from 07sep2023. No notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information and images of the reported damage from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate (hm) 3 lvas, serial number (B)(6) , and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 patient handbook, are currently available. Section 5 of the IFU, ¿surgical procedures,¿ cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 of the IFU, ¿patient care and management,¿ instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and urges patients to inform their hospital contact immediately if they find signs of driveline damage. Section 7 of the IFU, ¿alarms and troubleshooting¿, provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 of the IFU, ¿equipment storage and care,¿ states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." Section 4 of the patient handbook, ¿living with the heartmate iii,¿ contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 4 of the patient handbook also instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.¿ no further information was provided. The manufacturer is closing the file on this event.